Manufacturer narrative:
Over-the-phone troubleshooting of the event was performed and the medtronic agent was able to resolve the issue by guiding the site staff to cover a wider area of the forehead/temple. A software investigation was also completed. Per exam review, the tracer pattern was insufficient as the anatomy being operated on was further into the patient's skull. Software functioned as designed. No parts were returned or replaced.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), there was 4mm inaccuracy superior direction although ap was accurate. Re-registering the patient improved it to 2mm. The inaccuracy was not seen while the straight suction was near the surface, but it showed when it was deep in the anatomy.there was a reported delay to the procedure of less than 1 hour due to this issue.there was no impact on patient outcome.